Event description:
It was reported that a spectrum iq pump had failed flow accuracy test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. Evaluation inspected the device per the flow accuracy and found the percent errors to be -2.8896% and 4.468889 which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted.